Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction alarm. Blood glucose (bg) level was in the 300s mg/dl. The customer reverted to using insulin injections for insulin therapy.